Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the investigation has ben completed.

Event description:
As reported, during shift check the autopulse platform (sn (B)(4)) displayed user advisory 17 (the autopulse did not reach target depths within specification), the error was cleared by the user and the device performed fine for 4 minutes and then displayed user advisory 02 (as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load). No patient involvement.